Event description:
The following was reported to hamilton medical ag: the ventilator device failed on the tightness test. Also, the qvent (flow sensor air) was out of tolerance. These abnormities got noticed during the preoperational check. Various alarms were observable both visually and through hearing. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only**

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · the ventilator device failed on the tightness test. Also, the qvent (flow sensor air) was out of tolerance. · these abnormities got noticed during the preoperational check. · various alarms were observable both visually and through hearing. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.